Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reverted to alternate therapy for diabetes management. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.